Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the hard drive and the cable and the uninterrupted power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' hard drive would not function properly. No pt injury was reported.